Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 46 mg/dl, but the insulin pump did not go into threshold suspend. The mother declined to troubleshoot for the insulin pump because they had already done so in the past. The sensor will not be returned for analysis.